Event description:
It was reported that during implant, noise oversensing was observed on this right ventricular (rv) lead. High pace impedances, greater than 2000 ohms, were also observed. This lead was attempted and replaced, prior to pocket closure. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
This product has been returned and device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.